Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose (bg) level rose to greater than 480 mg/dl (26.7 mmol/l) between 5 and 24 hours of wearing the pod. The patient reported that on (B)(6) 2025, because of high bg levels and symptoms of nausea, thirst and fatigue, they went to the hospital for treatment. The patient was diagnosed with hyperglycaemia and metabolic imbalance. As treatment, the patient received insulin injections and after 3 days a new pod was applied. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
The actual device has not been received for evaluation. The insulet cloud system was checked for data from the user. The cloud system showed that a pod with the sequence number reported was used between 08:08 and 14:17 on (B)(6) 2025, which does not include the date of occurrence reported ((B)(6) 2025). Cloud data from the user for the period of 08:08 on (B)(6) 2025 to 02:01 on (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased microbolus amounts in response to increasing and high estimated glucose values until reaching the max microbolus amount. Multiple automated delivery restriction alerts were generated due to the automated algorithm delivering the max microbolus amount for extended periods of time in response to urgent high (greater than 400 mg/dl) estimated glucose values received. Upon generation of the automated delivery restriction alerts, the system correctly transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's adaptive basal rate and manual basal program. The system then correctly transitioned to manual mode upon acknowledgement of the alerts. While in manual mode, the system correctly delivered the user's manual basal program. Two transitions from automated mode to automated mode: limited were seen on (B)(6) 2025 in response to sensor aberrations resulting in missing estimated glucose values. While in automated mode: limited, the system was correctly delivering safe basal. Transitions to automated mode: limited were also seen for the first 20 minutes of each pod use, as expected. Multiple transitions from automated mode to automated mode: limited and then to manual mode were seen during this period due to the automated delivery restriction alerts generated. No evidence of issues with insulin delivery or of any other issues with the system were observed in the available cloud data.